Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Laboratory analysis summary: based on the device analysis grid, the assessments of the complaint are: rupture: observed 1 opening assessed as fold flaw opening. Capsular contracture: unable to observe as it is not related to the device. Observed stress marks. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported no complaints against right side device. Healthcare professional later reported right side "[baker] grade 4 capsular contracture", "unacceptable cosmetic appearance of breast", and "intra-capsular rupture". The device has been explanted and replaced.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "intracapsular rupture"; capsular contracture, baker grade IV.

Event description:
Healthcare professional reported no complaints against right side device. Healthcare professional later reported right side "[baker] grade 4 capsular contracture", "unacceptable cosmetic appearance of breast", and "intra-capsular rupture". The device has been explanted and replaced.